Event description:
The clinician reported almost 2 months after the dental implant and prosthesis were placed in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports the patient's infection and excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported almost 2 months after the dental implant and prosthesis were placed in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports the patient's infection and excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.